Manufacturer narrative:
Continuation of d10: product ID wr9220, lot# /serial# (B)(6), implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: h3 product analysis wr9220: patient complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the dry cell symbol on the recharger is blinking in waves and that an orange light spinning in a power button on the recharger. The battery lamp flashes in a wavy pattern and does not operate normally. This is an event in our demo-product. They pressed and held the power button to reset, the battery mark flashed, then the power button spined orange light. Although pressing and holding the power button for a long time, the situation did not change and the battery could not be recharged. Despite attempting a reset several times, there was no improvement. There was a device malfunction. Indication for use was fecal incontinence. Cause unknown. It was guided to consult with the attending physician. The device was replaced. Issue resolved. Will be returned. Additional information was received. It was reported there were no other code. No other displays. The product was returned.